Manufacturer narrative:
No product was returned however the pumps operators manual indicates that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review could not be performed because no specific product was identified. No serial number was provided. No product was returned, most probable cause due to improper user interaction with the product.

Manufacturer narrative:
UDI and catalog information are unknown. Premarket (510k) number is unknown. Manufacturer date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the user started the pump which ran without any issue. After that the pump alarmed no disposable detected. A second pump was used but issue was not resolved. The issue was resolved after the cassette was changed.